Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported while using the avea ventilator the fraction of inspired oxygen (fio2) measured inaccurately. The set fio2 was 60%, but the analyzer read 55.7%. The customer reported the gas delivery engine (gde) was replaced, and the issue was resolved. Patient information was not provided by the customer. At this time, it is unknown whether there is patient involvement. There has been no report of any patient consequence associated with this event.